Manufacturer narrative:
Device evaluated by manufacturer:the burr unit & the advancer unit were returned to site connected together. A visual examination of the complaint unit was carried out. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined. The annulus was damaged/blocked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2015-07507. It was reported that a rotawire detachment occurred. A 330 cm rotawire and wireclip torquer and 1.75mm rotalink plus were selected for use. During preparation outside the patient, while the rotational speed was being adjusted, it was noted that the rotawire was detached. The procedure was completed with another of the same device. No patient complications were reported and patient condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-07507. It was reported that a rotawire detachment occurred. A 330 cm rotawire and wireclip torquer and 1.75mm rotalink plus were selected for use. During preparation outside the patient, while the rotational speed was being adjusted, it was noted that the rotawire was detached. The procedure was completed with another of the same device. No patient complications were reported and patient condition was good.